Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s thread broke, wherein it was continually breaking along strand. Also had issues with swaged end detaching. In order to resolve the issue, the suture was pulled out, and a new box was opened with a different lot number. No patient injury.